Event description:
It was reported to philips that the device needs repair. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) while servicing device found the high voltage capacitor had failed. There was no patient involvement. The field service engineer (fse) while servicing device found the high voltage capacitor had failed. The device needs a high voltage capacitor. The philips representative has identified this as the malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.